Manufacturer narrative:
The pod was received with the needle mechanism assembly deployed. The pod data showed no errors or abnormalities that would indicate the pod was not running as expected. The drive mechanism assembly as well as the electrical components showed no damages or deficiencies that would prevent normal operation. The device was successfully activated and rerun both on manual and automated mode. Inspection of the patient history buffer data found no issues with pod and continuous glucose monitor communication. The exact cause of the reported pod communication error event could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported loss of consciousness and hypoglycaemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient that over (B)(6) he experienced a loss of consciousness due to hypoglycaemia. Initially, he was hyperglycaemic (over 300mg/dl) due to a communication error between the pod and the controller during operation. He delivered a correction dose of insulin manually and, as a result, had the hypoglycaemic event of under 70mg/dl leading to loss of consciousness. The patient's wife called an ambulance and the pod was removed after 1 to 4 hours of use. Paramedics attended and checked the patient's observations; he was able to self-treat with juice to increase his blood glucose levels. The paramedics then recommended the patient attend hospital for further medical attention which he refused.